Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received (via a manufacturer representative) from a patient with an implantable neurostimulator (ins). The patient reported that she felt a stimulation decrease that happened within seconds/minutes. The value on the patient programmer was the same when the patient felt the weaker stimulation. So, if a high amplitude was programmed, the patient felt the paresthesia but the strength decreased. The patient had insufficient therapy due to the feeling of decreasing stimulation amplitude. The patient had felt the weaker stimulation for a few days prior to meeting with the representative on (B)(6) 2016. The data did not show any power on reset (por) or oor (out of range) messages, and the manufacturer representative measured the whole system. The impedance of the lead and connection cable were ok, but it was also reported contact 6 and 7 (that were not programmed) were out of range. The ins was explanted on (B)(6) 2016 and, a few days prior to changing the ins, the patient described that she didn't feel any stimulation but the ins was on. Suddenly, the stimulation started again without doing anything with the patient programmer. The symbol of the ins status was "on" the whole time. After the ins replacement, contacts 6 <(>&<)> 7 were still out of range. However, the patient reported normal stimulation the whole time after the ins replacement. The cause of the stimulation issues was not determined, but it was estimated the problem came from the ins.

Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. H3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed functional testing including monitoring the output for approximately 51 hours. There was no decrease in stimulation output observed during testing.